Manufacturer narrative:
(B)((4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 438 mg/dl. Customer stated insulin pump had hardware low level failure alert. Customer reported they were able to clear the alarm. Customer stated they are able to rewind the insulin pump. Customer performed self-test and it was passed. Customer stated they receive failed battery alert. Customer stated the site was not actively bleeding. The device will not be returned for analysis.